Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the device 04.503.642.04s, lock scr ã¸2.4 self-tap l12 tan 4u I/clip was incorrectly packaged. Since the device was not returned, a dimensional inspection cannot be performed. The complaint part was not sent to jabil/bettlach and the investigation was preform through the 2 pictures in the section "2.1 - visual inspection", DHR and sap. Due to that the complaint part was not sent back to jabil/bettlach it was not possible to identify the part which was in the box. From the complaint description perspective the complaint is confirmed. Due that the complaint part can not be investigated and identified, the investigation was performed through complaint description, pictures from the customer and sap-data. Based on DHR there can not a non-conformances identified related to the reported complaint condition. Also the investigation in sap could not lead to a product, which meets the complaint description on jabil site. The timeframe from 18.07.2023 until 10.08.2023 as the work order was processed (packaging and sterilization) by supplier is not investigated in this complaint. The overall complaint was confirmed as the observed condition of the device 04.503.642.04s, lock scr ã¸2.4 self-tap l12 tan 4u I/clip would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to manufacturing it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6 a manufacturing record evaluation was performed for the finished device product code : 04.503.642.04s, lot number# 7073p45, it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 10/08/2023, manufacturing site:jabil bettlach, expiry date:01/08/2033. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from australia reports an event as follows: it was reported that on (B)(6)2023, a sterile box of 4x12mm locking screws were opened. Upon opening the box it was discovered that it mistakenly contained 8mm non-locking screws. The screws were incorrectly packaged. The procedure was delayed by approximately 2 minutes and was completed successfully using another box of screws. No fragments were generated, there was no adverse patient impact. No further information is available to report. This report is for a lock scr ã¸2.4 self-tap l12 tan 4u I/clip. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.